Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller states that the patient's dbs got shut off sometime last week and they didn't realize it was shut off until saturday morning. Caller stated that their daughter in law came out to help them and called another rn whose patient has a dbs and they came to the conclusion that they probably need a new communicator. Caller said when they checked the ins therapy was off and the ins was at 50%., family member turned stim back on. Agent asked caller if they charged the implant before they turned it on and caller stated that they charged it the week before saturday. Reviewed communicator function. The patient was redirected to their healthcare provider to have the ins checked. Patient representative called back in regard to ongoing therapy issues. Caller stated that they went to charge the patient's implant today, and they encountered a screen that had a blinking red battery light and no therapy percentage, but it said "my therapy off." Agent reviewed open loop coupling with caller. Agent guided caller through turning the patient's therapy back on. The caller successfully turned the patient's therapy back on and noted that it was at 30%. Caller stated that they did not charge the therapy prior to the call, and they called right away when they saw that the patient's therapy was turned off. Agent redirected caller to patient's hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep regarding an implantable neurostimulator. The reason for the call was patient rep reported that they noticed for 1-2 months now that the therapy of the patient would sometimes shut off by itself and this happened 3 times. Patient rep mentioned that they noticed the patient's symptoms getting worse and they realized it could possibly be caused by the therapy turning off. Patient wanted to know if the communicator battery depleting would turn the therapy off. Agent reviewed communicator general function. Agent reviewed recharging frequency and function. Agent also reviewed possibility of cycling being programmed. Patient mentioned that the battery of the ins was at 30% yesterday, when they wanted to charger the implant and noticed that the therapy was off. Patent also mentioned that communicator battery was at 14% yesterday. Patient rep will try charging the implant before the battery gets low and will monitor issue. Agent reviewed that if issue persists, they may need to reach out to their healthcare provider (hcp). Caller mentioned meeting with the hcp 2 weeks ago and were told that it could be user error, but patient was not certain how they could have caused the therapy to turn off without manually doing so.